Event description:
It was reported that the devices were used during a laparoscopic hiatal hernia repair. It was reported by the rep that the inner seal on the 511's ripped during the procedure allowing pneumo to escape. The surgeon was using a new resusable babcock and made instrument exchanges. The case was completed using additional trocars. There was no consequence to the pt.